Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Per the complaint history review, this is the second complaint reported for this product / lot number combination. Investigation summary: the sample was not returned for evaluation. The result of the investigation is inconclusive for the reported difficult to visualise and slow occlusion issues. The root cause for the reported issues could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for the caterpillar arterial embolization system was reviewed and contains the following information relevant to the reported event: warnings: the caterpillar¿ and caterpillar¿ micro arterial embolization devices should be advanced and/or manipulated under fluoroscopic guideance. If the device can not be adequately visualized under fluoroscopy, remove and discard the device and use an alternative device. H10: d4 (expiry date: 12/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial, that during placement of an arterial embolization device, the study device was difficult / unable to be visualized under fluoroscopy. The device was accurately deployed at the target embolization site without migration. It was further reported that the device was inefficient/slow to occlude the target site. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 12/2021).

Event description:
It was reported through the results of a clinical trial, that during placement of an arterial embolization device, the study device was difficult/unable to be visualized under fluoroscopy. The device was accurately deployed at the target embolization site without migration. There was no reported patient injury.